Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during a breast biopsy procedure the device self activated. Another device was used to complete the procedure. There was no report of patient injury.